Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. The atrial lead exhibited noise and low impedance. The patient would be monitored with routine follow up. No patient symptoms were reported.